Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was also received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment and also had power error detected alarm. The customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.